Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had reservoir piece is broken near o ring area. The patient¿s blood glucose level was 265 mg/dl at the time of the incident. Reportedly, reservoir is unable to lock in place . The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with cracked battery tube thread, broken reservoir tube lip, and minor scratches on display window noted. The test reservoir stayed locked in place noted.